Manufacturer narrative:
No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. The device was not returned; thus, device examination could not be performed. However, the radiographs showed what appeared to be an intact device with no loss of height and no device malfunction was alleged. In summary, while there appears to be an abscess, the device is intact with no loss of height, based on the information provided, it was not possible to determine the cause of the event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that a single-level patient was revised due to osteolysis. The m6-c artificial cervical disc was removed.